Event description:
The operative report dated (B)(6) 2014 notes that when removing the generator, it was observed that the lead was not intact. It was noted that there was a disconnection between the lead extension and the remainder of the lead. It was noted that the lead "extensions" were revised.

Manufacturer narrative:
Corrected data: this information was inadvertently left off of MFR. Report #02 - "it was reported that the patient is stable on potiga and is not currently seeking revision surgery."

Manufacturer narrative:
The initial report inadvertently used the incorrect conclusion code. Based on the information obtained, the most likely cause of the reported lead fracture event appears to be the inadvertent cutting of the lead during the surgical procedure.

Event description:
It was reported that the patient is stable on potiga and is not currently seeking revision surgery. The physician indicated that the generator was removed during the surgery to replace it when the lead was severed. The physician indicated that on (B)(6) 2013 the vns system was intact and not at end of service. The physician reported that the onset of the event is unclear, but that it was first mentioned on (B)(6) 2013 and there was no mention of it at the previous visit on (B)(6) 2013. There were no causal or contributory programming or medication changes that preceeded the onset of the event. The patient does not have a medical history of the event.

Event description:
It was reported that the vns patient underwent prophylactic generator replacement on (B)(6) 2014. Diagnostic results were ok prior to the procedure. During the procedure, a cut was observed in the lead and diagnostics showed high impedance. The generator and a small section of the lead were explanted; however, replacement products were not implanted as patient authorization had not been obtained for a lead replacement. Re-implant surgery is likely but has not occurred to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history for the device did not reveal any anomalies. The explanted products cannot be returned for evaluation due to patient authorization.